Event description:
Emergency med sys personnel were attending to a pt, condition unk. The pt was successfully countershocked and converted to a perfusing rhythm. During a review of the code summary report, the rptr observed that on the first two of the three countershocks delivered, a no energy delivered message was annotated. There was no report from the operator that the device did not function as intended. There were no adverse affects to the pt reported as a result of the alleged malfunction.